Event description:
It was reported to baxter (B)(4) that the reservoir of a ce infusor lv 5 device had ruptured during filling. It is unknown what was being filled. No report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: one used sample was received by baxter for evaluation. The reported condition of "ruptured reservoir" was confirmed. The root cause of this issue cannot be determined. This is a single use device and will not be repaired.